Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The additional nc trek balloon dilatation catheter (bdc) referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous distal right coronary artery that is 90% stenosed. The 2.50x12mm nc trek balloon dilatation catheter (bdc) was inflated once for five seconds; however, ruptured at 10 atmospheres. Therefore, another 2.50x12mm nc trek bdc was attempted to be inflated; however, ruptured during the first inflation at 10 atmospheres. Another non-abbott device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.